Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned device for an alleged blank display, exposure to moisture, critical device error (open book image) alarm, software error detected, an error in the motor was detected by reading unexpected value from hall sensor., device error 103 alarm and cosmetic damage located at the back found on (B)(6), 2022. Device was received with a cracked battery tube threads and a cracked case behind the device near the battery tube compartment. Device was also received with a critical device error (open book image) alarm. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical device error (open book image) alarm. Device successfully downloaded traces and history file using thump.there is no software error detected alarm and device error 103 alarm recorded in the formatted history file. An error in the motor was detected by reading unexpected value from hall sensor. Was recorded and found in the formatted history file on: (B)(6), 2022 13:52:20.000 to (B)(6), 2022 14:00:39.000 device error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2022 13:48:42.000 to (B)(6) 2022 13:56:15.000 no device error 37, 38, 39, 41, 42, 79, 80 and 82 alarm in the formatted history file noted. Critical device error (open book image) alarm triggered by three consecutive device error 63 alarms on (B)(6) 2022 14:05:52.000 and (B)(6) 2022 14:05:53.000. As per global logic analysis (esf#: (B)(6)), device error 63 alarms (rf chip problem & lcd) (line number 249 file number 2101 & line number 700 file number 2006), suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date.however, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 14:02:00.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 14:02:07.000 (B)(6) 2022 14:02:30.000 (B)(6) 2022 14:02:46.000 (B)(6) 2022 14:02:58.000 upon checking on the power data/detail trace file, low battery alert and failed batt/battery failed alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery.the device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/electric board. However, corrosion was found on electric board, force sensor, motor and vibrator assembly noted an error in the motor was detected by reading unexpected value from hall sensor.alarm and device error 130 alarm were confirmed due to corrosion on the electric board 2 and 1, motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the back of the pump. Software error detected alarm and device error 103 alarm were not confirmed. Blank display was not confirmed. Device error 43 alarm and device error 130 alarm were confirmed, due to corrosion on the electric board and motor assembly. Critical device error (open book image) alarm confirmed due to three consecutive device error 63 alarms. Critical device error (open book image) alarm and device electric board error 63 alarms due to corrosion on the electrci board. During visual inspection, corrosion was also found on the force sensor and vibrator assembly noted. Device exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic indicated that the customer received open book image on insulin pump screen. Customer had reported an error in the motor was detected by reading unexpected value from hall sensor error. Customer were able to rewind the insulin pump and then shut off. Customer stated the they turn off the insulin pump and turn back on. Customer stated the insulin pump had crack at back and had water damaged. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.